Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing cardiography and patient was transferred to another device to complete the surgery. The philips field service engineer (fse) inspected the system onsite and confirmed the geometry movements were unavailable. Upon troubleshooting, fse checked the geo ipc and found it restarted after c-arm propeller movement. Fse checked the logfiles and found a position validate error. It was confirmed that the rotation drive was defective. To resolve the issue, fse replaced the rotation drive. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.